Event description:
Family member of customer called to report pt received a reading of 96 mg/dl during a hypoglycemic event. Customer was unable to speak and felt ill. An ambulance was called and a comparision reading of 41 mg/dl was received by paramedics. An unknown brand of meter was used for the second test. Intravenous treatment was provided to raise glucose levels. Testing was conducted on fingers. There was no report of hospitalization.